Manufacturer narrative:
(B)(4). The service engineer inspected the device and the ventilator passed the entire required test. The alleged condition could not be duplicated. Further information was received indicating that the hospital has a new staff and switching the ventilator on and off.

Event description:
It was reported that the ventilator did not have the compressed air for approximately three minutes during patient set up. The patient was not connected to the ventilator at the time of the event occurred. There was no patient harmed or injured as a result of the event. The patient was placed on an alternate ventilator.